Manufacturer narrative:
This MDR is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 3 devices were not evaluated, as the issue was identified and resolved during a troubleshooting call between the customer and stryker technical support. 24 devices were evaluated in the field and the issue was confirmed; 12 devices had broken/damaged components, 3 devices had worn components, 3 devices had electrical shorts, 2 devices had detached components, 2 devices had alignment issues, and 1 device had a loose component. The devices were repaired and returned. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes <noe> 27 </noe> malfunction events, where it was reported the device had phantom motion. There was no patient involvement.